Event description:
While activating an electrosurgical handpiece against a pair of forceps, the physician had sustained a burn-related injury.

Manufacturer narrative:
(B)(6) had reported this event originally, but (B)(6) was unable to obtain information regarding the severity and medical treatment of the burn that was sustained. Originally, conmed had not deemed this event to be reportable as conmed did not have confirmation that medical intervention was necessary. After conmed's routine f.d.a. Inspection, conmed has a different approach towards categorizing complaints as reportable. The end-user was performing a technique known as 'buzzing the hemostats. In this technique, a user will activate an electrosurgical pencil against a metallic object. The goal is for the metallic object to deliver energy to the patients tissue to obtain hemostasis. As electricity will take the path of least resistance, there are times when the energy will flow towards the user as opposed to the patient. The sample in question was returned to conmed and underwent an evaluation by a conmed investigator. The retuned pencil was subjected to an electrosurgical unit (esu) interface test which simulates actual use. The pencil had passed this test and operated per manufacturing specifications. The reported event was not reproduced, but to be consistent and conservative, conmed would like to report this event to the f.d.a.